Event description:
Per the clinic, nrt was not detected. Further investigation revealed that the electrode array was not in the cochlea. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).